Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day as sensor insertion, the patient experienced a hypoglycemic event. At the time of the incident, the cgm displayed a reading of 49 mg/dl, while a blood glucose (bg) meter reading was (B)(6). The patient attempted to calibrate the cgm, after which the cgm reading updated to (B)(6); however, the bg reading remained at (B)(6). At approximately 12:00 pm, the patient experienced a loss of consciousness. It is unknown what the cgm was displaying at the time of the loss of consciousness. The patient was reportedly unconscious for approximately two hours. The patient¿s spouse, who was out of town and unable to obtain readings via the follow app, contacted the police to perform a welfare check. Upon arrival, the police provided the patient with soda. No fingerstick bg measurement was taken at that time. Approximately two hours later, the patient regained consciousness, reported feeling better, and the police departed. The patient did not seek hospital care. At an unspecified time after treatment, a fingerstick bg reading was obtained and measured (B)(6). By that time, the cgm sensor had already been removed. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
It was reported that unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day as sensor insertion, the patient experienced a hypoglycemic event. At the time of the incident, the cgm displayed a reading of 49 mg/dl, while a blood glucose (bg) meter reading was 80 mg/dl. The patient attempted to calibrate the cgm, after which the cgm reading updated to 115 mg/dl; however, the bg reading remained at 80 mg/dl. At approximately 12:00 pm, the patient experienced a loss of consciousness. It is unknown what the cgm was displaying at the time of the loss of consciousness. The patient was reportedly unconscious for approximately two hours. The patient¿s spouse, who was out of town and unable to obtain readings via the follow app, contacted the police to perform a welfare check. Upon arrival, the police provided the patient with soda. No fingerstick bg measurement was taken at that time. Approximately two hours later, the patient regained consciousness, reported feeling better, and the police departed. The patient did not seek hospital care. At an unspecified time after treatment, a fingerstick bg reading was obtained and measured 115 mg/dl. By that time, the cgm sensor had already been removed. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.subsequent to the initial MDR, additional information was provided on 5/6/2026. Data was provided for investigation. Data investigation shows inaccurate calibrations were entered on 04/09/2026 9:38 am, 04/09/2026 10:24 am. The highest risk inaccurate calibration observed in data was the cgm read 49 mg/dl and the blood glucose value was 85 mg/dl at 04/09/2026 9:38 am. The last valid egv closest to noon at 11:42 am with a value of 88 mg/dl with a flat trend. At approximately 12:00 pm, the patient experienced a loss of consciousness while the cgm was displaying temporary sensor failure from 11:47 am am to 2:17 pm until the sensor failed at 2:22 pm. The sensor failed alert incrementally increased until 100 % to 2:47 pm until acknowledged at 2:48 pm. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..